Event description:
It was reported that during an anterior resection procedure, the fault alarm activated during the case. The instrument visually inspected and the tissue pad appeared to be coming apart. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable.